Manufacturer narrative:
E.3. Other occupation: project coordinator department of pharmacy services. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure and cable was worn out. A field service engineer (fse) replaced the med cart cable on the tower, then rebooted the station and completed the configuration in storage space. The new tower was able to access all doors, and tower 2 was confirmed to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer noted that they had recently changed the station name and were unable to load medications afterward. They also reported that the cable was worn out and needed replacement. However, there were no delays or adverse events or injuries reported based on this event.